Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a rf operation where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller since the procedure. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date to address the issue.